Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient had a suspected transfusion reaction during a bonemarrow transplant procedure. 30 minutes into the procedure, the patient developed a fever,chills, rigors and felt her face flushing. 50 mg benadryl and 1 mg ativan was given to the patient via IV. The symptoms subsided approximately an hour after receiving medication. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV benadryl and IV ativan.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the circular of information for the use of human blood components. (B)(6) and (B)(6), march2000, reactions to transfused blood products can include fever, circulatory overload, shock, and allergic reactions, as well as transmission of infectious diseases, bacterial contamination, alloimmunization, and graft versus host disease. The reaction occurred using a bmp set that was listed under recall due to reported leaks at the y-connector. However, the customer stated that there was no leakage at the site that was stated in the recall and the customer is not claiming the patient had the reaction because of the disposable set. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the patient's transfusion reaction include but are not limited to: patient disease state and/or patient immuno-deficiencies-use of non-aseptic techniques